Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed reported that alarm sounds were not being received at the pic ix central station "nicu 3". The biomed informed the rse that they replaced the receiver with a new one. The rse logged into the primary server and checked the alarm notification settings; everything was configured correctly. The rse used ultra vnc to access the central station. The rse checked the sound settings and encountered an error "failed to play test tone." The rse restarted the windows audio services and ran the system setup remotely. The rse successfully completed the system setup and rebooted the system. Once the system was restarted, the alarm sounds were audible. Based on the information available and the testing conducted, the cause of the reported problem was a software issue related to windows audio services. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that they were not getting patient alarms at the central station in the neonatal intensive care unit (nicu). The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.